Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the orange rubber ring on the clamping mechanism of a pfc sigma patellar clamp. Some of the rubber appears to have been worn away. It isn¿t possible to specify how and when this occurred.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported device without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
I was presented with the damaged decontaminated instrument outside of theatre. It¿s assumed that it had been in use for some time and not possible to determine when and how the damage occurred. I wasn¿t informed that it had caused any surgical delay when it was last used.